Event description:
MDR decision date: (B)(6). Consumer states that her wheel chair is stuck in the recline position. Consumer cannot locate exact model number or serial number. She says she believes it to be part of the storm series. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model storm, serial number/date code unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.